Event description:
It was reported that patient notifier anomaly was noted on the device. The device was explanted and replaced with no complications. Patient condition was good post-procedure.

Manufacturer narrative:
(B)(4). The reported patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the field event could not be determined.